Manufacturer narrative:
The reported product has been returned and investigation is currently pending. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their adc device had a fast draining battery. The product was returned and investigated for fast draining battery, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers are associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09-feb-23.

Event description:
Customer initially reported their adc device had a fast draining battery. The product was returned and investigated for fast draining battery, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. No corrosion was observed. Customer was stated that the reader won't able to hold the charge. Reader did not powered on with button, strip, or usb cable insertion. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the returned de-cased reader by using a digital microscope. This inspection of the returned reader revealed that the observation of burn marks on the reader's u13 component. No other abnormalities were observed on the reader's pcba. Reader usage data was unable to be extracted as the reader was unable to be powered on. The returned reader was brought to the bench for testing. The returned reader was unable to power on with a button press, strip insertion, or usb cable insertion. The returned reader's battery was measured to be within specification range. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check that the off-current draw of the returned reader was within 0-3ma. The returned reader was observed to draw 46 ma in its off state, indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera. Hotspots were observed on the reader's cpu (central processing unit ) and u13 components during the inspection, indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed were known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. Therefore, this issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 and cpu components was found through bench testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) and b-5 (describe event or problem) and h-7 was incorrectly documented in the previous report and has been updated.

Event description:
Customer initially reported their adc device had a fast draining battery. The product was returned and investigated for fast draining battery, however during investigation burn marks were observed on the reader¿s printed circuit board assembly (pcba). This report is being submitted due to the additional issue observed during returned product investigation.